Event description:
It was reported the device was smoking. There was no additional information provided.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found burn marks on fuse and printed circuit board (pcb), a cracked tank cover and a faded line cord. Functional testing found one of the fuses on the printed circuit board (pcb) shorted out causing burning and smoke. However due to the age and condition of the device, it was deemed beyond economical repair and was scrapped. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Manufacturer narrative:
Corrected data: removed a1 as no patient was involved.

Event description:
Additional information was received stating that no patient was involved.